Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 600mg/dl and ¿felt lousy¿ associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the pump had alarmed loss of prime multiple times. Troubleshooting indicated that cartridges were not being used per the instructions for use. The reporter noted that the patient had primed while attached in response to the loss of prime warnings, resulting in a total of 5 units of unintended insulin being delivered. There was no indication or allegation of a low bg, and priming while attached would not cause or contribute to a high bg. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.